Manufacturer narrative:
In the initial report, submitted may 10, 2016, a unique identifer (UDI) number was erroneously reported for this device. The model number 16-02-80 is not distributed in the USA, so the UDI number is not applicable.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria kansasii. There is no known affect on the patient. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria kansasii. There is no known affect on the patient.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The unit was returned to livanova (B)(4) for deep disinfection. Inspection of the outer and inner parts of the heater-cooler system did not reveal obvious biofilm; only minor residuals were identified. A deep disinfection process including internal tubing replacement was performed. The final test result for samples taken after deep disinfection confirmed that the device was sent back to the customer contaminant-free (0 cfu/ml and no ntm growth). During follow-up communication with the customer, livanova (B)(4) learned that the involved device has been removed from service and replaced by a non-livanova device. An exact root cause is not known. However, based on these findings and taking into account the age of the unit (only about 4 months old at time of report), livanova (B)(4) believes that the users have not strictly followed the cleaning and disinfection instructions according to the instructions for use (IFU), or that a potential cross-contamination has caused the contamination. A field safety notice was sent out in june 2015 to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.